Event description:
It was reported that the customer's insulin pump experienced a motor error alarm while she was priming and then there was a button error alarm. Her blood glucose levels were not reported. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.